Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Investigation summary: field technician stated issue iui-female (left)-communication failure was confirmed. The left female iui connector was found to have a bent pin, causing the communication failure on the unit. On 06-nov-2024 pcu device was received unboxed and with paperwork. External investigation confirmed the reported problem when a test module was attached to the left side of the pcu. Internal investigation confirmed damaged pins on the left iui connector. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace the left iui connector. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had communication failure - iui female (left). There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had communication failure - iui female (left). There was no patient involvement.